Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked from the bottom seal, where the transfer lines were located. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.